Manufacturer narrative:
(B)(4). A correlation between the device and the reported infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient arrived at the clinic and was found to have redness and drainage coming from the driveline exit site. The patient was prescribed oral antibiotics and was sent home. The patient continued on oral antibiotics and the driveline infection showed signs of improvement.